Manufacturer narrative:
Additional information:there was no sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review shows that the product was released as per the manufacturer's specification and acceptance criteria. The root cause could not be identified. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a leaking valved cannula noted during a vitreoretinal procedure. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).